Event description:
Per the field clinical specialist (fcs) report, during a transfemoral tavr procedure, post deployment of a 26mm sapien the position was noticed to be good (50:50), maybe a little bit canted (slightly lower on the left coronary cusp side-lcc) with wide open aortic regurgitation (ar). It was noticed that one of the leaflets was not coapting. The physician tried without success to ¿unfreeze¿ the leaflet with the pigtail catheter technique, and by reballooning the valve with a 23mm valvuloplasty balloon. A 2nd 26mm sapien valve was deployed in good position. At the end of the procedure the patient was transferred to the recovery unit in stable condition.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the exact cause for this event cannot be determined. Images of the procedure were not made available for review by edwards lifesciences. Per the information received, the valve was deployed as recommended, but slightly canted. It is possible that the motion restricted leaflet and ar may have been caused by a flow disturbance due to an overhanging native leaflet. . The device is not available for evaluation as it remains implanted in the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.